Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to toggle between the numbers and letters when trying to input the transmitter ID. During troubleshooting, the pump was reset and the customer was able to enter the transmitter ID. There was no information provided regarding the customer's blood glucose level.